Manufacturer narrative:
No report of patient involvement. The breathing system was cleaned by the on-site biomedical engineer, and the unit was returned to service. No report of patient involvement. The breathing system was cleaned by the on-site biomedical engineer, and the unit was returned to service.

Event description:
The hospital reported the adjustable pressure limiting valve was not relieving pressure. There was no report of patient involvement.